Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure for polypectomy performed on (B)(6) 2025. During the procedure, attempted to deploy the device, but the clip would not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block h6 (device codes) has been updated to clip difficult to be release from the catheter. Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure for polypectomy performed on (B)(6) 2025. During the procedure, attempted to deploy the device, but the clip would not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.